Event description:
It was reported to vyaire medical that the use of the 7772020lp - package assembly, infant flow, lp nasal prongs for CPAP (continuous positive airway pressure) resulted in pressure wounds/red marks on the patient's nose. Issue was quickly identified, and the prongs were replaced by a face mask, and the reddened areas at nares eventually improved. It was stated that the nasal prongs are not as soft as the ones from their previous supplier.

Manufacturer narrative:
The customer did not send physical sample, pictures, or provide a lot number since the sample was disposed. Therefore, no root cause could be determined. The issue was occurred with two patients. Please see (B)(4) for the second patient. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Sample was disposed.